Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate bladder cracked while filling. This was found during filling. The intermate was filled with 400ml of an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot 15e012 was manufactured may 5, 2015- may 6, 2015. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A microscopic and visual inspection were performed and verified a ruptured bladder. The cause was not determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.